Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Additional concomitant medical products: (B)(4) lead, implanted: (B)(6) 2017.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) and was explanted and replaced. It was noted that the patient had considerable discomfort at the site of the crt-d with the device threatening necrosis of the overlying skin, therefore the replacement device was relocated to a submuscular pocket. No further patient complications have been reported as a result of this event.